Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site telephone: (B)(6), event site postal code: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device alarmed for an expired safety disk upon being turned on; however, it was not used on patients, and no personal injury occurred.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) checked unit, it was determined that the safety disk had reached the replacement time, the device was tested, the user was explained the precautions for operation, and the quotation was given to the user. The user rejected the quotation and closed the order. So, the device not yet repaired. The investigation shall be closed now. If any additional information received about service the complaint will be reopened and updated it.

Event description:
N/a.